Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the vibration option on their insulin pump was non-functional. The patient's blood glucose at the time of incident was over 600 mg/dl. The patient experienced thrist and nausea. She treated via insulin pump therapy. Her blood glucose at the time of call was 142 mg/dl. Troubleshooting was initiated for the vibration anomaly. The customer confirmed that vibrate mode on the pump was on. A self test was performed and the pump failed to vibrate. The customer was advised to discontinue use of the pump and revert to their medically prescribed back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and self-test. The device was monitored and functioned properly during testing. No vibrator anomaly and no suspend anomaly noted. The device had a minor scratched lcd window, scratched case, and pillowing keypad overlay.